Event description:
It was reported that 5 palatal (braided polyester filament) implants were implanted into the soft palate on (B)(6) 2011. Upon a visit to the drs. Office on (B)(6) 2012, it was noted one implant was totally ejected [extruded], another implant was re-inserted into that site. The patient complained of an implant migrating and totally extruding from the same site again. The 1st extrusion was in (B)(6) 2012 (exact date not reported), 2nd extrusion from that same site was on (B)(6) 2012. There was no report of patient injury or permanent impairment. Neither device was returned for analysis.

Manufacturer narrative:
Lot #0205612661 provided. (B)(4). The product was not returned to the manufacturer for evaluation. This lot # has a manufacture date of 12/2011, it could not be verified which implant date this lot # is for. . No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. We are unable to determine the definitive cause of the reported event. This product was being used for treatment, not diagnosis. Product description: the system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approximately 0.7 inches (18mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14- gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable. The pillar system ("system") is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.